Manufacturer narrative:
Explanting institution: (B)(6) explanting physician: unknown. The events of capsular contracture baker grade unknown, lymphadenopathy, seroma-late, breast mass (lump/nodule) and lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown, lymphadenopathy, seroma-late, lymphoma-alcl, breast mass (lump/nodule).

Event description:
Regulatory agency reported "bia-alcl case with confirmed cd30+ and alk- markers", "late seroma, solid tumor, capsular contracture grade unknown, lymphadenopathy." This record is for the right side. Device has been explanted. Treatment: explantation, complete capsulectomy, chemotherapy.